Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified. This occurred in therapy during night drain cycle one. The patient's ultrafiltration reading was 1946ml, which indicates that the home patient (hp) drained 1946ml more than their maximum programmed fill volume of 2500ml. This information meets iipv criteria. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned to baxter and the evaluation is complete. This condition is an ancillary service event opened during investigation of (B)(4). The reported difficulty of an iipv event was confirmed through an event history log review. The cause was a false empty detected and a use error, as the initial drain alarm setting was inappropriately programmed. Additional information: homechoice / homechoice pro apd systems patient at-home guide states in the warnings: setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation. See table 9-1 on page 9-10 for the recommended starting points when determining your optimal I-drain alarm volume and table 9-1 on page 9-10 gives the recommended starting point for I-drain alarm setting as 70% of the last fill volume. If any additional relevant information is received, a follow-up will be sent.